Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of b braun (B)(4) (the MFR), and (B)(4). This report has been identified as b braun internal report #(B)(4). In a follow-up with the reporter from the facility, he confirmed that there were no adverse reactions associated with the event. The pt is in stable condition. The pump was located in the ICU unit. The reporter also stated that he was unaware if the date on the pump was correct, as the dates were set when the pump was put into service. The reporter also informed us that he has forwarded our request for additional information to the ICU nurse manager. The reporter has set up a conference call meeting with the nurses and b braun to further discuss the incident. The reporter stated that the facility started using the pumps back in (B)(6) 2012. They have had issues with the drug library and the time/date. The reporter commented that the nurses felt that the pumps were not user friendly. The actual pump involved in the event was returned for eval and the investigation is on-going at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
(B)(4).